Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the internal components came out of the attachment device. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was missing the bearing stack. It was determined that the device possibly had insufficient loctite adhesive applied to the thread of the bearing stack during manufacturing process and bearing stack was not secured well enough during manufacturing process. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to design issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.